Manufacturer narrative:
"Torn leaflet on the left/non commissure." Device not returned. Additional manufacturer narrative: there are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. Although the root cause cannot be investigated, the aortic stenosis was likely due to "the prosthetic valve had a torn leaflet on the left/non-commissure with heavy calcifications" based on the operative report. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 6 years and 5 months, due to aortic stenosis. Per the operative report, the prosthetic valve had a torn leaflet on the left/non-commissure with heavy calcifications. The previous valve was removed and a 21mm edwards valve was implanted. The patient was then weaned from cardiopulmonary bypass without difficulty. The patient tolerated the procedure well and was transported to the ICU in critical condition. Per the discharge summary, the patient developed atrial fibrillation postoperatively. His beta blockers were increased and we attained good rate control. The patient was discharged home on (B)(6) 2012.